Event description:
Reportable based on device analysis completed on 15-mar-2023. It was reported that during the procedure, the pigtail was in place. While the watchman access system was advanced, when rotating counterclockwise, the tip of the catheter would move backward and forward. The watchman access system was then noted to be kinked. The procedure was not completed. No damage and no patient complications were noted. However, returned device analysis revealed delamination.

Manufacturer narrative:
Device eval by manufacturer: returned product consisted of a watchman access system (was) with blood in the device. The dilator was not returned. Inspection of the hub, sheath, and tip revealed that there were numerous kinks in the sheath. The tip was damaged as it was prolapsed and had polytetrafluoroethylene damage on the inner diameter. The polytetrafluoroethylene was starting to delaminate from the inner shaft wall. No other damage or defects were found. Product analysis confirmed the reported event, as the sheath was kinked.